Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted due to noise on the right ventricular (rv) lead. The lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a partial lead was returned in one piece. Visual inspection of the lead found an external insulation abrasion consistent with friction to the device can breaching all lumens with an abrasion noted to the ptfe liner exposing the inner coil. The etfe cable coating was not damaged in the abrasion zone. An optim sheath to can abrasion was noted in one location with no damage noted to the silicone insulation beneath. The reported events were isolated to the exposure of the inner coil in the abrasion zone. The reported events of noise and insulation defect were confirmed.